Event description:
New information received notes the physician capped and replaced the right ventricular lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6) 2021 instead of (B)(6) 2021.

Event description:
New information received notes the right ventricular lead continued to exhibit high pacing impedance and increased capture thresholds, as well as an increase in r-wave amplitudes. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead continued to exhibit high pacing impedance and also exhibited oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead continued to exhibit high pacing impedance. No intervention was performed. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited increasing pacing impedance and capture thresholds. No intervention was performed. The patient was in stable condition.